Event description:
It was reported that the patient's blood glucose level reached 26 mmol/l (468 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received with the soft cannula deployed. Initial attempts to download the pod data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish connection between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply in an attempt to establish connection. This attempt was also unsuccessful. The pod data was unable to be obtained as the pod could not establish a connection with the master pdm. Inspection of the internal components found corrosion on all three batteries, and on the pcb assembly, linkage assembly, catch beam, and mechanism rails. Due to the corrosion observed inside the device, a leak test was performed by occluding the fluid path, rotating the ratchet gear, and checking the fluid path for leaks. A tear was found in the unexposed portion of the soft cannula 0.3145 inches from the nailhead, resulting in an internal leak that contributed to the corrosion seen inside the device. This corrosion prevented the pod from establishing connection with the master pdm. Without the pod data, it could not be conclusively determined if the pod generated a hazard alarm during use. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.